Event description:
It was reported that during implant attempt of the lead, the helix would not retract. It was thought that there might have been tissue stuck on the helix. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead with the helix fully extended was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor and proximal conductor were distorted. The proximal conductor had blood/body fluid (not obstructed) and the outer insulation had a breached cut. There was blood in/on the helix mechanism and tissue was on the helix. The lead was stretched and there was apparent damage at implant. The analyst noted that the lead was returned with the helix fully extended with blood and tissue on it, and the distal conductor was distorted within the connector. The blood and tissue on the helix most likely caused the helix to not retract and the distal conductor then became distorted within the connector.